Event description:
It was reported that during a diagnostic procedure, removal difficulties were encountered. The physician attempted to cross the aortic valve with the angled pigtail catheter. During advancement, the pigtail catheter "kinked on itself" approx 2 cm distal to the angle. The physician attempted to manipulate for removal, however this was unsuccessful. He then attempted to get a wire back through the lumen, however this was unsuccessful as well. The physician consulted with an interventional radiologist and after some manipulation was able to remove the catheter. He then used another pigtail catheter of the same lot and this one also kinked during advancement. No pt injuries or complications were reported.